Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in-vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. The vitek® ms system is intended for laboratory use by healthcare professionals who are trained in microbiology and good laboratory practices. Incident description: on the (B)(6) 2021, a customer in the USA reported to biomérieux that they have obtained potential misidentification with the product vitek ms instrument (ref. 410895) identifying enterococcus faecium as enterococcus faecalis, and escherichia coli as klebsiella. Despite multiple attempts to contact the customer to gather more information about possible organism misidentification, and messages left, there has been no response from the customer. No further details are available regarding this customers' complaint. There was no indication or report from the customer that this event led to any adverse event related to the patient's state of health. An investigation will be initiated.